Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (observed 40 mm dark patch edge material inside gel device), wear abrasion, crease fold, deformation and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.